Event description:
Event description guidant received information that this pacemaker exhibited no magnet rate and was unable to be telemetered. The paced rate varied between 50-65 ppm and the patient's rate was around 30 bpm. The patient was in intensive care and appeared to be lost to follow-up. The device was explanted two days later. The physician believed that this device exhibited normal battery depletion. The estimated longevity of this device is 103.2 months and the device was implanted for 99.7 months.